Manufacturer narrative:
Patient information was not made available from the site. After the initial report, a medtronic representative confirmed there was a patient present. On 07/29/2016 a medtronic representative performed an imaging system check-out, mechanical & system inspection areas passed. Imaging modalities test failed. No 2d picture. Return requested. Replacement cpu, standalone & x-relay and mvs interface were shipped to site 08/02/2016. No parts have been received by manufacturer for analysis. A medtronic representative, following-up at the site, reported paxscan, umbilical and isolated standalone board have been replaced. System working as intended. On 08/02/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended.

Event description:
A site physician reported that their imaging system displayed a singe strap on the 2d image. At the end of a procedure, the surgeon reported that the last 2d image shows straps only. No further details of this issue, or the procedure, were reported. There was no delay of therapy. There was no impact on patient outcome reported.

Manufacturer narrative:
The standalone relay was returned to the manufacturer for analysis. The relay was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The paxscan cp2 was returned to the manufacturer for analysis. Testing found that the generator would not initialize when installed in a known operational imaging system. The ethernet communication could not be established by the component. This confirmed a computer failure due to the ethernet port.

Manufacturer narrative:
Investigation of returned suspect mvs interface cable was unable to confirm reported problem. Mvs interface cable passed bench communications 100t and gbit testing and continuity testing. Installed mvs interface cable in test imaging system and the system readied, charged, and communicated as expected. The 2d and 3d imaging were successful. No frame rate errors were observed while under test. No problem found. The reported event could not be duplicated by medtronic personnel.